Manufacturer narrative:
Controls were acceptable prior to the event. The provided data do not indicate an issue with the analyzer or reagents. A review of alarm trace data showed no relevant alarms. It was noted that the customer had an issue with dust contamination in the laboratory. The customer used 13 mm. Diameter tubes without using rack adapters required for 13 mm. Diameter tubes. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs stat on a cobas e411 rack. A physician called the laboratory and asked for the samples to be repeated since the initial results did not agree with the history of the patients. The first sample initially resulted in a troponin t value of 17.94 ng/l. When repeated, the result was 1643 ng/l. The second sample initially resulted in a troponin t value of 20.48 ng/l. When repeated, the result was 1469 ng/l.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer ran performance testing. Bubbles were found in reagents, so the mixer was replaced and adjusted. The flow path was cleaned and the probe wash station was adjusted. The sample probe was cleaned. The engineer noted there was a liquid level detection noise alarm. A discharge brush was installed on the sampling line. Performance testing was acceptable. Controls were acceptable. Patient samples were repeated and results were similar. The investigation is ongoing.